Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0djh8, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was walking in the store the other night and their stimulation sensation increased. The patient had stimulation in their testicle and it hurt. The patient also felt the stimulation was causing their testicle to be 2 times the normal size. The patient mentioned that they had a penile pump and various medical conditions that led them to having the implantable neurostimulator (ins), which had saved their kidneys. The patient¿s current setting was at 4.0v. It was confirmed that the implant was off, after the patient was helped to turn their therapy off. The testicle was better after the implant was turned off. The patient would have an appointment with their health care provider in 4 days. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient wanted to turn stimulation back on. It was confirmed that stimulation was off and the patient turned it on. The patient turned stimulation down from 4.00 to 2.00 where it was comfortable.